Event description:
It was reported that a right atrial (ra) lead alert was triggered for increasing lead impedance. The physician was notified. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was rising. The analyst indicated that the atrial impedance trend shows bipolar impedance steadily increasing throughout the device record, from around 600 ohms in march 2014 to around 1500 ohms in (B)(6) 2015. Analysis of the device memory also indicated the atrial pacing capture threshold was rising. The analyst indicated that atrial capture management trend shows threshold slowly increasing throughout the device record, from around 1.0 volts in (B)(6) 2014 to around 2 volts in (B)(6) 2015. (B)(4).

Event description:
It was further reported that the right atrial (ra) lead threshold trend has been chronically high and gradually increasing over time. It was also confirmed that an additional ra lead alert was triggered for chronically high and gradually increasing impedance. The physician was notified and the lead continues to remain in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 lead, implanted on (B)(6) 2008 and 4965-50 lead, implanted on (B)(6) 2007. (B)(4).